Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s.

Event description:
It was reported on 23-mar-2026 that customer reported bent cannula, it cause high blood glucose level to 293 mg/dl and treated with insulin pump.